Manufacturer narrative:
Pending review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a catheter revision. Cs reported that the revision occurred because the patient was not getting any pain relief. Additionally, cs reported that there was a cap study done in which they were unable to inject dye or withdraw fluid from the port. A new catheter was placed into the intrathecal space and connected to the old catheter using the revision kit. After all connections were made there was an intra op dye study done. This showed good flow.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. There is no further information and no device analysis is possible as the catheter was discarded. Per the instructions for use, catheter kinking is a possible risk associated with the intrathecal catheter. Internal complaint number: (B)(4).